Event description:
The customer reports, before removing the catheter from la the patient's tension suddenly decreased. Cardiac tamponnade was confirmed by echo imaging. Physician performed an epicardial drainage but then surgical intervention was needed. Patient is expected to fully recover. Lspv was not easy to access and transeptal puncture was not easy. The patient is expected to fully recover.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.